Manufacturer narrative:
MFR's eval - the returned product was not analyzed as the complaint of hematoma could not be confirmed via lab testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two trial leads with the same lot number. It was reported, the day of implant, the pt was not feeling well, and later began to lose feeling in his lower extremities. The pt was admitted to the emergency room where it was determined the pt had an epidural hematoma through CT scan. On (B)(6) 2012, the leads were removed, and it was determined an epidural vein had bled, which caused the hematoma. F/u on the pt status identified the pt was released from the hospital and placed in a rehabilitation center for one day. It was reported, the pt was home and had no further complications.